Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. Multiple requests for additional details regarding this event have been performed, no additional information has been provided. The subject device is also unavailable for evaluation as it remains implanted in the patient. At this time, there is currently insufficient information to determine the root cause of this event. However, this event was likely impacted by patient related factors. Per the instructions for use (IFU), the safety and effectiveness has not been established for children, adolescents, and young adults. This patient was 10 years-old at the initial time of valve implantation. Moreover, this 3000tfx valve is indicated for patients who require replacement of their native or prosthetic aortic valve. This device was implanted in the pulmonary position. This device has been used in an off-label manner. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
Through edwards implant patient registry, it was reported that a patient with a 25mm 3000tfx pericardial valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of six (6) years, 11 months due to unknown reason. The tpvr was performed with a 26mm 9600tfx transcatheter valve. No additional information has been provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
Through edwards implant patient registry, it was reported that a patient with a 25mm 3000tfx pericardial valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of six (6) years, 11 months due to severe stenosis and moderate regurgitation. A successful tpvr was performed with a 26mm 9600tfx transcatheter valve. The patient tolerated the procedure well and was discharged on pod #1.